Event description:
It was reported via repair work order that the side rail could not remain latched due to a damaged spring spacer. It was also reported that the brakes could not hold due to a worn drive link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.